Event description:
It was reported that during a coil embolization procedure, the coil prematurely detached. There was no clinical consequence reported to the patient due to this event.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the detachment zone was broken and there were no signs of electrolytic detachments. The reported event was confirmed. The proximal contact was also noted to be detached and the delivery wire was kinked. The main coil was not returned. Based on the investigation results and the information provided it was determined that operational context was the most likely cause of the reported issue.

Event description:
It was reported that during a coil embolization procdure, the coil prematurely detached. There was no clinical consequence reported to the patient due to this event.